Manufacturer narrative:
Investigation conclusion: a review of the product did not find any unusual trend for the reported complaint category. Root cause: insufficient information. Source: phone.

Event description:
Customer reporting 1 false positive sars result. Customer states the result was confirmed negative by pcr. Customer refused to provide further details.